Event description:
The device was used during a lap cholecystectomy procedure. Reportedly a 2mm piece of the teflon pad disengaged into the pt's cavity and could not be located. The hospital reported no injury to the pt.